Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The x-rays and medical records were requested, but not provided. If additional info becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "pt dislocating. Osteolysis of femoral component. Revised to constrained liner and cemented shell. No additional info from hospital per protocol."